Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported aviva system blood glucose results of 455 mg/dl and " low 200 range" mg/dl within 10 minutes. He continued to test several more times and all values were in the low 200 mg/dl range, time frame not reported. Reported no adverse event. Strips not available for return, replacement sent.